Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 337 mg/dl at the time of incident and the current blood glucose level was 337 mg/dl. The customer¿s other blood glucose level was 174 mg/dl. Customer alleges insulin pump was under delivering because their sugar was rising. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the drive support cap appears normal. The device will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the dat test at 0.08750 inches. No possible over/under delivery anomaly noted.